Event description:
Event description guidant received information that the implanted right vnetricular lead had a conductor coil fracture. The lead was explanted using laser extraction. A new lead was successfully implanted.